Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring >500 mg/dl with associated symptoms of positive ketones, difficulty waking, blurred vision, nausea, polyuria and polydipsia. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged the patient's reported adverse event was associated with a power (damage) issue. The battery compartment was reportedly cracked and the battery was not able to be tightened properly to the pump. The reporter confirmed that the battery was last replaced 7 to 12 months ago. This complaint is being reported because the patient reportedly experienced a serious injury while on insulin pump therapy associated with an alleged pump malfunction.

Manufacturer narrative:
Follow-up #1: date of submission 10/09/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 09/15/2016 with the following findings: review of the black box revealed unexplained power on reset recorded (B)(6) 2016 at 09:23. Delivery was resumed at 09:28. There was record of an unexplained power on reset event on (B)(6) 2016 at 09:55. Delivery was resumed at 10:05. On examination, the battery compartment was found to be cracked above and below the bumper pad. The battery cap that was returned for investigation had stripped threads and was not able to properly attach to the pump. With the returned battery cap on the pump, power on reset events were duplicated on investigation. A new test battery cap was able to be carefully attached to the pump and was used to complete a 24 hour duration test; no power interruptions were duplicated during the testing. The total daily doses added up correctly to reflect the user¿s programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. The pump cover was removed for further investigation with no evidence of internal moisture or damage to the power circuit found. Investigation confirmed the complaint. Unrelated to the original complaint, the display screen was noted to be discolored. (B)(4).